Manufacturer narrative:
An ocd field engineer (fe) arrived on site and observed the colette in position 6 stuck in the up position which generated a 314 error code during instrument evaluation. The fe cleaned all tip clamp sleeves and standoffs. The fe found the plunger clamp in position 11 with a stuck tip eject pin. The plunger clamp and lld spring were replaced. The fe verified all holding forces and alignments and ran splld check, tested the instrument, and performed post repair testing per stp 507. Repairs have returned this instrument to expected operation.

Event description:
The ortho summit sample handling system instrument did not pipette the correct amount of sample and did not generate an error message.no death or serious injury was associated with this incident.this report corresponds to ortho clinical diagnostics inc. (B)(4).